Event description:
The patient reported that the needle button popped out, after using the v-go for 13 hours. The patient reported that this happened around 3:00 a.m. The patient is using the v-go on her abdomen and changes sites. The patient has been using the v-go for 3 days.